Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). In the report to ansm, the customer mentioned the use of a valleylab force fx hf-generator. This generator delivers in all possible bi-polar settings a to high voltage for the device. The IFU gives a maximum voltage of 150 vp for the robi forceps. The force fx generator delivers minimum 320 vpp which equals 160 vp. This output is too high and destroys the instrument.

Event description:
It was reported that there was event with a "handle". According to the information received, the plastic part melted when touchning the jaws du ring intra abdominal coagulation. Further information is not available.